Manufacturer narrative:
.

Event description:
A report was received that the patient's charger could not communicate and charge the ipg. The physician did not believed that there was excess swelling or other issue but suspected device malfunction. The patient underwent revision procedure wherein the pocket was revised before the ipg was replaced. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint in regard to the charger coupling issue was not verified. In the lab, there was no issue coupling the ipg with a charger, and the spectra ipg was charged from 3.546 to 4.026 volts in one cycle. The battery depletion rate and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. This attested that the device is capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's charger could not communicate and charge the ipg. The physician did not believed that there was excess swelling or other issue but suspected device malfunction. The patient underwent revision procedure wherein the pocket was revised before the ipg was replaced. The patient was doing well post operatively.